Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump alarm failed battery test. Customer's blood glucose was 154 mg/dl. The customer was advised to insert new (B)(6) alkaline battery. The customer was advised to ensure the battery is securely fastened and battery slot is aligned horizontally with pump. Customer did not received failed battery test. Customer was advised to monitor bump. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 400 mg/dl. The customer insulin pump has no sign of damage. Customer was advised to insert new battery and display return. The customer was advised to monitor pump and we will ship replacement battery cap. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 154 mg/dl. The customer current blood glucose was 514 mg/dl. The customer was treated with shots.